Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited dislodgement and could not pace or sense appropriately. The lead was revised and remains in use. No patient complications have been reported as a result of this event.